Manufacturer narrative:
Eval, conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a neurologist's handheld computer would experience a screen freeze after the cyberonics software loads. The neurologist has performed several hard resets, including removing the battery, but each time once he gets to the cyberonics software, it will not move off the screen. A new handheld computer was sent to the neurologist and the reported handheld computer was returned to the MFR and underwent product analysis. Product analysis of the handheld revealed that during the analysis it was identified that the touch screen was not functioning as expected. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the anomaly is associated with an intermittent trace that is connected to pin 4 of the touch screen display. Once the flex cable was pressed on the touchscreen display, no further anomalies were identified during the analysis. Moreover, product analysis of the returned flashcard revealed that during the analysis it was identified that the flashcard contained an empty folder named new folder. The empty folder had no impact on the device performance. It is unk why the folder is on the flashcard, but it suggests that the flashcard was removed from the handheld and inserted into a flashcard reader. During the analysis, no anomalies associated with flashcard software or databases were identified during the flashcard analysis.